Event description:
Removal of saline breast implant on the right because of a grade 4 capsule and erythema. "Light growth of staph aureus" per lab report. Probable infected right breast reconstruction, grade 4 capsule. (3/26/97-reposition of implant.)